Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose. The customer had needle bent side during insertion. The customers current blood glucose level was 230 mg/dl. Symptoms related to their high blood glucose level and difficulty in breathing and heart attack . The patient hospitalized on (B)(6) 2017. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The patients weight was reported (B)(6). The product was not returned for analysis.